Event description:
Review of x-rays by device manufacturer identified that the lead pin appears to be fully inserted into the generator header. No obvious lead discontinuities were seen in the portion of the lead that could be observed in the x-rays. No surgical intervention has been performed to date.

Event description:
It was reported that the vns patient¿s device¿s showed high impedance during an office visit on (B)(6) 2014. The patient had a seizure the night before the office visit and was no longer able to perceive magnet mode stimulation. X-rays were taken and were reported by the physician to be unremarkable. X-rays were provided to the manufacturer but a review of images has not been completed to date. No known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received indicating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014 due to lead discontinuity. The explanted devices have not been returned to date.